Event description:
It was reported that intravenous zosyn was set-up to infuse over four hours at the ordered rate of 12.5ml/hr. The infusion was started approximately at midnight. About an hour later, the pump module gave an error and according to the nurse, it was a battery error, but it was plugged in to the wall. The device was replaced with a new pump module. By that time, the infusion was almost finished and the medication was set-up on the replacement module to finish the infusion at the ordered rate; however, zosyn finished two hours earlier than expected. No patient information is available.

Manufacturer narrative:
The customer¿s reported issue that a battery error occurred while the pcu was plugged into the wall during a programmed infusion was confirmed but could not be replicated during this investigation. The reported issue that an infusion of zosyn finished two hours earlier than expected could not be confirmed or replicated during this investigation log analysis results: the reported date and time of the event was (B)(6) 2020 at 12:14 am. The pcu event log showed that piperacillian/tazo (zosyn) drug ID 314 was selected from the guardrails drugs at 12:23:28 am on (B)(6) 2020. The user selected the therapy type ¿infuse 4hr/extended¿ with the concentration 3.37 gram/50 ml. The primary infusion was programmed to infuse at the rate of 12.5 ml/h with the vtbi of 50 ml. The calculated duration for this infusion was 4 hours. The pcu error showed that code 120.4510.5 occurred at 01:10:18 am on (B)(6) 2020. The pcu battery log showed that a ¿battery out¿ entry was recorded at 01:10:18 am on (B)(6) 2020. ¿battery in¿ entry was recorded at 01:12:57 am on (B)(6) 2020. Further review of events occurring on (B)(6) 2020 found multiple records of ¿battery out¿ and ¿battery in¿ entries, which indicates that the battery contact issue was intermittently occurring. The pcu event log showed that pcu was powered off at 01:36:35 am. Test results: functional testing was performed by turning on the pcu and programming infusions for the pump modules. The power cord was plugged into a ac power source while the pump module was infusing. The programmed infusion completed in 4 hours with no battery errors appearing on the screen as reported by the customer. Root cause: the root cause of the customer¿s reported issue that a battery error occurred while the pcu was plugged into the wall during a programmed infusion and that the infusion of zosyn finished two hours earlier than expected could not be identified during this investigation. A review of the device history record showed the device had a manufacture date of 09/17/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that intravenous zosyn was set-up to infuse over four hours at the ordered rate of 12.5ml/hr. The infusion was started approximately at midnight. About an hour later, the pump module gave an error and according to the nurse, it was a battery error, but it was plugged in to the wall. The device was replaced with a new pump module. By that time, the infusion was almost finished and the medication was set-up on the replacement module to finish the infusion at the ordered rate; however, zosyn finished two hours earlier than expected.